Manufacturer narrative:
Continued: international medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The reported complaint of "during the intestines inspection, the monitor shows the yellow image. The user changed another scope and continued the procedure, which increased the pain of the patient" involving pentax ec38-i10f sn: (B)(4) endoscope may have caused or contributed to a serious injury or other reportable adverse event. The user notified china food and drug administration (cfda). The scope was received at asia pacific service center for further evaluation where the engineer confirmed the user narrative. The engineer replaced the light carrying bundle, objective lens and bending rubber. On (B)(6) 2021, a device history record (DHR) review for model ec38-i10f, serial number (B)(4) was performed, the DHR review confirmed the endoscope was manufactured on (B)(6)2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.